Manufacturer narrative:
Initial report in section b5 referred to the pt as a donor in the fifth sentence of the description narrative. The word donor has been changed to pt in the baxter fenwal file usbf970310001 and in the 3500a form per this follow up.